Event description:
Event description guidant received information that when the threshold test was attempted to be ended with this programmer it would not end. As the test did not end, the patient experienced some asystole.